Event description:
During angiogram with intention to treat lica horizontal petrous segment under general anesthesia, gateway balloon is exchanged for a wingspan 4.5 x 20 mm delivery system. During the exchange, the physician and staff noticed that the wingspan was already out once they passed through the navien and tried to resheath with no success instead of causing any damage or dissection to the vessel. The wingspan was deployed in the distal vertical segment of the petrous and then delivery system exchanged for a new wingspan 4.5 x 20 mm delivery system, which was exchanged to the horizontal petrous segment and successfully deployed across the stenotic segment with f/u run showing less than 50% residual. System was withdrawn. Final f/u run showed no evidence of thrombus or dissection.